Manufacturer narrative:
Concomitant medical devices: product ID: 5076-52, serial#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance out of range warning. The lead remains in use. No patient complications have been reported as a result of this event.